Event description:
It was reported that a patient presented to clinic for follow up. The right ventricle (rv) lead exhibited noise over sensing. No intervention or procedure was performed, the rv lead will be monitored. The patient had no consequences.